Event description:
The product was implanted on (B)(6) 2014. The post op x-ray showed that the anchor came off from the bone. The patient is (B)(6) male and the bone quality of the patient was good. The revision surgery is scheduled on (B)(6). Additional information from the affiliate (B)(6) 2014 - there were no x-rays available. The patient followed post-op instructions. It was noted that this issue was discovered during a routine follow up. On (B)(6), the surgery went for open and the anchor was removed. The patient is now doing well.

Manufacturer narrative:
Visual observation of the anchor under magnification revealed no structural anomalies that would have contributed to this failure. The threads on the anchor appear stressed, towards the distal end, consistent with it being inserted into the bone. It can be confirmed that this anchor pulled out. Typically, anchor pull outs are associated with incomplete insertion into the bone hole, using instruments not indicated to be used with the anchor, over tensioning or any difficulty removing the gun from the inserter could also reduce the fixation strength in softer bone. Although we cannot discern a root cause, any of the aforementioned factors or a combination of factors could possibly lead to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The product was implanted on (B)(6) 2014. The post op x-ray showed that the anchor came off from the bone. The patient is (B)(6) male and the bone quality of the patient was good. The revision surgery is scheduled on (B)(6). Additional information from the affiliate 7-18-14 - there were no x-rays available. The patient followed post-op instructions. It was noted that this issue was discovered during a routine follow up. On (B)(6), the surgery went for open and the anchor was removed. The patient is now doing well.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.